Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the angulation (up, down, left and right) are below standard due to worn angle wires and the forceps elevator/raising angle does not meet standard specification due to a cut elevator wire. Additionally, foreign material was identified at the distal end forceps elevator. The foreign material is unknown. Also, the bending section cover adhesive has a crack, the protective boot cover is discolored, the image guide protector is damaged, the free/engage knob and lever cannot lock securely due to deformation, there are black dots on the image due to damage to the charged coupled device unit, the endoscope cable cannot be connected securely due to deformation, and the universal cord is scratched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera ii duodenovideoscope was returned to the olympus repair department for a reported ¿elevator play, reduced angulation and also collected for annual inspection¿. The customer¿s reported problem was found during an unspecified event. Upon inspecting and testing, foreign material was identified at the distal end forceps elevator. This report is being submitted to capture the foreign material at the distal end forceps elevator. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress of the device. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.